Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported ventilator/humidifier failure.the unit was in clinical at the time the reported issue was discovered however, there was no harm to the patient or the user.

Manufacturer narrative:
The manufacturer¿s international service technician observed an exclamation mark, a red light is always on, and the humidifier is not heated. The manufacturer¿s international service technician reset the over temperature protection switch to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed, back in service. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.